Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Event description:
A customer reported the unit froze during reflux mode and would not turn back on. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and was unable to replicate the problem reported. The system functioned as intended. The system was then tested and met all product specifications. The system was manufactured on may 29, 2013. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. (B)(4).